Manufacturer narrative:
(B)(4). Returned product consisted of an emerge balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded with the balloon folds present. Microscopic examination of the balloon revealed a 2.5mm longitudinal tear over the distal markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the longitudinal tear. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the hypotube. Microscopic examination presented no damage or irregularities with the bi-component weld bonds. The overall length of the catheter was measured and passed product specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 04mar2015. It was reported that crossing difficulties were encountered. A 4.00mm x 12mm emerge¿ balloon catheter was advanced for predilatation but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon tear.